Event description:
It was reported that the customer received the external ram crc error alarm on the insulin pump. The customer's blood glucose was 104 mg/dl. The customer mentioned that she had received a motor error alarm on another insulin pump. Troubleshooting was done. The customer was able to clear the alarm. Assisted customer with the rewind process. The customer then stated that she was unable to have the insulin register on the lcd screen during the fill tubing stage. The customer stated that insulin was coming through but that the numbers did not appear. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.